Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was above 400 mg/dl. Pump supplies were changed to address bg. Customer went to the urgent care and intravenous fluids (type not reported) were administered. After 3 hours, customer did not feel as bad. Customer left the urgent care with a bg of 192 mg/dl. Customer did not know cause of elevated bg. Pump system check was performed and pump was found to be functioning as intended.